Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned severed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition along with increased pacing thresholds and impedance measurements. Subsequently, it was determined that this lead dislodged therefore, the patient underwent a revision procedure and this product was explanted and replaced.